Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 300 mg/dl. The customer stated that she had dropped the insulin pump prior to observing the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad traces. No frozen screen noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.